Event description:
Revision surgery - the pt had rotator cuff failure.

Manufacturer narrative:
The reason for this revision surgery was to remedy a torn rotator cuff seven months after the prior surgery. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product due to light salt blast finish. The part was dispositioned as accept. A review of the product complaint report history shows this is the second complaint for this part number, the first was due to dislocation. This is the first complaint for this lot number. The root cause for the torn rotator cuff was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.